Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID:2134265-2017-00701. It was reported that rotawire fracture occurred and remained inside patient's body. The chronic total occlusion target lesion was located in the severely calcified tibial peroneal trunk artery. A 2.00 mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected for use. During procedure the wire was advanced; however the physician noted that the consistency of the lesion contributed to a more severe bend on the wire and caused undue strain. The wire sheared off in the patient's vessel. Attempts were made to retrieve the detached wire but were unsuccessful as the physician was unable to get wire access to the vessel after the component broke. The detached component remains in the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the related rotalink device, however the guidewire could be removed. The guidewire was inspected and it was found kinked in the middle of the device in several sections, also the spring tip is detached and it was not returned. The overall length and outer diameter of the distal tip could not be measured due to the device condition. All other dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-00701. It was reported that rotawire fracture occurred and remained inside patient's body. The chronic total occlusion target lesion was located in the severely calcified tibial peroneal trunk artery. A 2.00 mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected for use. During procedure the wire was advanced; however the physician noted that the consistency of the lesion contributed to a more severe bend on the wire and caused undue strain. The wire sheared off in the patient's vessel. Attempts were made to retrieve the detached wire but were unsuccessful as the physician was unable to get wire access to the vessel after the component broke. The detached component remains in the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.